Event description:
Customer reported a patient sample that resulted as an unexpected negative when tested with capture-r ready ID (crrid).

Manufacturer narrative:
Review of plate images: a1- neg reaction/ 9 reaction strength- visually neg (note: there is a blue color seen on the lower left of this well outside of the sample well); b1-neg reaction/ 7 reaction strength- visually neg; c1-neg reaction/ 18 reaction strength- cell button present with a very slight pink halo; d1-neg reaction/ 8 reaction strength- visually neg; e1-neg reaction/ 8 reaction strength-visually neg; f1-neg reaction/ 5 reaction strength- visually neg; g1-neg reaction/ 11 reaction strength- visually neg; h1-neg reaction/ 6 reaction strength- visually neg; a2-neg reaction/ 11 reaction strength- visually neg; b2-neg reaction/ 11 reaction strength- visually neg; c2-neg reaction/ 8 reaction strength- visually neg; d2-neg reaction/ 9 reaction strength- visually neg; e2-neg reaction/ 8 reaction strength- visually neg; f2-neg reaction/ 8 reaction strength- visually neg. Confirmed the reactivity of the e antigen on retention crrid, lot id120, with anti-e. Customer did not send sample or product for further serological testing.